Event description:
It was reported that the patient presented to the hospital for a scheduled ablation procedure. For the procedure, the pacemaker was programmed to pace at a constant rhythm. During the procedure, the patient experienced an atrial tachycardia (at)/ atrial fibrillation (af) event which was treated with an external defibrillation. The patient then experienced 4 - 5 seconds of loss of capture from the pacemaker. The physician promptly treated the arrhythmia and pacing returned to normal. It was suspected that the external defibrillation may have affected the pacemaker's output. The patient's condition remained stable.